Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2010. It was reported, the ipg was explanted and replaced due to battery depletion. The pt did indicate that due to his significant weight loss, the ipg became difficult to charge as it would get lost in the loose tissue folds on the patient's body. At the time of explant, the physician noted the device was no longer reacting to the device charger or the pt programmer. The explanted ipg was returned to the manufacturer for analysis. Analysis of the ipg is in process; the results will be forwarded when available. Follow up on the pt found no further issues reported.